Event description:
It was reported that the patient experienced frequent charging of the ipg. It was also reported that the patients ipg had high impedances. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about a month ago from date manufacturer was made aware.